Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces, there was no button error alarm during testing and the device passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and high blood glucose event. The customer¿s blood glucose was 501 mg/dl at the time of incident. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 507 mg/dl and treated with manual injection. Unable to troubleshoot for high blood glucose due to button error alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.